Event description:
It was reported that the right ventricular (rv) lead alerted for high rv defibrillation coil impedance. A transmission also noted a previous alert for high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.